Event description:
Device malfunction: stent dislodgement. Time device malfunction: during the procedure. Symptoms/ae: stent compressed against the vessel wall. It was reported that the promus stent became stuck on a previous placed stent strut or calcification. The stent dislodged off the balloon and the stent was apposed against the left main artery. Prior to the stent dislodgement, other stents were implanted; however, the types were not reported. There were no reported adverse pt sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). The stent delivery system was discarded and the stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.